Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) power cord is frayed. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11 corrected fields: d5 a getinge field service engineer (fse) evaluated the unit and found that power cord was frayed. To fix this issue fse replaced power cord. Unit  passed all  functional and safety tests per factory specifications. Returned to  customer and cleared for clinical  use.